Event description:
It was reported that the patient had an advance sling implanted. Following the implant the patient had incontinence that was worse than baseline. Surgery was performed and an ams800 artificial urinary sphincter continence was implanted on (B)(6) 2014. No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Correction: which was previously reported as (B)(6) 2014 and should have been (B)(6) 2014. Correction: brand name previously reported as "unknown sling" corrected to "ams advance male sling system." Correction : common device name previously reported as "unknown" corrected to "surgical mesh." Correction: procode previously reported as "na" corrected.